Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital pain ('genital pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, pregnancy, pre-eclampsia, postpartum haemorrhage and arterial hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced genital pain (seriousness criteria medically significant and intervention required), fatigue ("feeling of fatigue") and visual impairment ("visual disturbances"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and asthenia ("asthenia"). The patient was treated with surgery (esure removal via salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital pain, abdominal pain, fatigue, asthenia and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthenia, fatigue, genital pain and visual impairment with essure. The reporter commented: essure removal was performed due to medical reason, six months or more essure removal follow-up was performed and she has mild or moderate improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital pain ('genital pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, pregnancy, pre-eclampsia, postpartum haemorrhage and arterial hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced genital pain (seriousness criteria medically significant and intervention required), fatigue ("feeling of fatigue") and visual impairment ("visual disturbances"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and asthenia ("asthenia"). The patient was treated with surgery (esure removal via salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital pain, abdominal pain, fatigue, asthenia and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthenia, fatigue, genital pain and visual impairment with essure. The reporter commented: essure removal was performed due to medical reason, six months or more essure removal follow-up was performed and she has mild or moderate improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital pain ('genital pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, pregnancy, pre-eclampsia, postpartum haemorrhage and arterial hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced genital pain (seriousness criteria medically significant and intervention required), fatigue ("feeling of fatigue") and visual impairment ("visual disturbances"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and asthenia ("asthenia"). The patient was treated with surgery (essure removal via salpingectomy with bilateral cornuectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the genital pain, fatigue, abdominal pain, visual impairment and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal pain, asthenia, fatigue, genital pain and visual impairment with essure. The reporter commented: essure removal was performed due to medical reason, six months or more essure removal follow-up was performed and she has mild or moderate improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.